Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claiming pregnancy: ectopic') in an adult female patient who had essure (batch no. 20226502) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2000, (B)(6) 2002, (B)(6) 2009. Concomitant products included salbutamol sulfate (proair) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming pregnancy: ectopic. Insertion date: (B)(6) 2010 (as per pfs-discrepancy noted). Date(s) of removal: not removed (as per pfs) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Unilateral occlusion (right tube occluded), right fallopian tube was closed, no essure device on left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Lot number added. New events vaginal bleeding, menorrhagia, anxiety, migraine, dysmenorrhea, fatigue, weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claiming pregnancy: ectopic') in an adult female patient who had essure (batch no. 20226502) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2009), fever and fibrosis. Concurrent conditions included paratubal cyst and fallopian tube cyst. Concomitant products included nsaids from (B)(6) 2010 to (B)(6) 2017, paracetamol (acetaminophen) and salbutamol sulfate (proair) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and complication of device insertion ("the left could not be placed/essure is present on the right but no on the left"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, dysmenorrhoea, fatigue, weight increased and complication of device insertion outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming pregnancy: ectopic. Insertion date: (B)(6) 2010 (as per pfs-discrepancy noted). Date(s) of removal: not removed (as per pfs) discrepancy noted. Discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. The device was in good position with 2 trailing coil son the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: bilateral occlusion. Unilateral occlusion (right tube occluded), right fallopian tube was closed, no essure device on left. Conclusion: an essure is present on the right but no on the left. There is no contrast seen within either fallopian tube. There is a 2 x 3 cm lobulated filling defect right fundal region of the endometrial cavity. This may reflect clot, mucous, less likely air or even a submucosal mass. Pelvic ultrasound is recommended. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: mr received. New event added: the left could not be placed/essure is present on the right but no on the left. Lab data, reporters, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claiming pregnancy: ectopic') in an adult female patient who had essure (batch no: 20226502) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (on (B)(6) 2000, on (B)(6) 2002, on (B)(6) 2009). Concomitant products included salbutamol sulfate (proair) since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming pregnancy: ectopic. Insertion date: on (B)(6) 2010 (as per pfs-discrepancy noted). Date(s) of removal: not removed (as per pfs) discrepancy noted discrepancy: date of insertion previously reported as on (B)(6) 2010 now it is reported on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: bilateral occlusion. Unilateral occlusion (right tube occluded), right fallopian tube was closed, no essure device on left. Lot number: 20226502, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('plaintiff claiming pregnancy: ectopic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff claiming pregnancy: ectopic. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Previously reported event injury nos was updated to new events plaintiff claiming pregnancy: ectopic, device ineffective, pelvic pain, abdominal pain, general abnormal bleeding and psych injury related to essure was added. Product information essure removal date and indication was added. Patient date of birth was added. Lab data were added. Consumer address was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.